Event description:
A customer reported to baxter product surveillance of a vialmate reconstitution device in which the device would not activate and the port of the bag was torn off when attempting to take the vial-mate off the bag; the vial mate tore the port off. This condition occurred during an attempt to reconstitute the medication. An aviva bag with saline was being used with a 1gram vancomycin vial. There was no patient involved or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4).a sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Additional information: the customer sent in two (2) used samples for an evaluation. The samples were visually inspected and the port adapter rib on both samples were not in the correct position with the vial gripper. The port adapter was either turned counterclockwise or clockwise past the detent to unlock the device for reconstitution. The bags connected to the vialmate were removed and the port adaptors were returned to the correct position. A solution bag was docked to the units and the samples functioned properly with no defects. The reported condition was not confirmed, and the cause of this condition was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.